Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the solo catheter was withdrawn to support the guidewire, the guidewire was found to be adhering to the white flocculent, the customer with the replacement of a new catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white material on the stylet was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr dual lumen with an inlaid hydrophilic stiffening stylet and an end cap. Light use residue was observed on the sample. Microscopic inspection of the stylet revealed the hydrophilic coating appeared to be peeling off of the stylet. The coating appeared to be white and flaking. Possible causes of the coating coming off of the stylet include environmental conditions and excessive manipulation of the stylet. However, other unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the solo catheter was withdrawn to support the guidewire, the guidewire was found to be adhering to the white flocculent, the customer with the replacement of a new catheter placement. No other information was provided.